Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl and a migraine. The cause was unknown; however, customer's continuous glucose monitor was not started and customer did not realize bg was elevated. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the next morning with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.